Event description:
The reporter states that the patient was tested with a blood glucose result of 408 mg/dl on the accu-chek inform system in comparison to the lab result of 117 mg/dl. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.